Event description:
The customer reported that the memory battery was damaged and mainframe panel buttons were malfunctioning. The reported problem was found during reprocessing before a uterine examination procedure. The procedure was completed with no delay reported. There were no reports of harm.

Manufacturer narrative:
The subject device was returned to an olympus repair center for evaluation and the customer¿s reported issue was confirmed. The device evaluation found that the buttons didn't work due to faulty front panel and the memory battery didn't work. The device evaluation also found that there was no output from video interface due to defective printed circuit board. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, due to failure of the front panel, the buttons did not work. It is likely that the video interface had no output due to a defective printed circuit board. Olympus will continue to monitor field performance for this device.